Event description:
It was reported that artificial urinary sphincter (aus) device had a fluid loss at the balloon due to a wear and tear. Patient had incontinence. Patient underwent a surgical procedure in which all components were explanted and replaced. During procedure, the cuff was tested and it did fill and worked fine.